Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted that a chordae had been torn after grasping and releasing it. The clip was deployed on both leaflets thereafter. Two clips in total were implanted, reducing mr slightly to 3-4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural condition due to grasping. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment/intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted that a chordae had been torn after grasping and releasing it. The clip was deployed on both leaflets thereafter. Two clips in total were implanted, reducing mr slightly to 3-4.